Event description:
It was reported that pump touch screen was "freezing". There was no adverse impact to customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.